Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed with unknown errors. The device also alarmed no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 490 mg/dl. Troubleshooting did not occur; when the mother was asked to inspect her son's cannula she did not deem that as helpful advice and hung up the phone. No products were returned or replaced.